Event description:
The customer reported, "can't normal display."

Manufacturer narrative:
(B)(4): the customer reported, "can't normal display." The unit was evaluated by a philips fse. The symptom was clarified as no display. The issue was resolved by replacing the keyscan pca.